Event description:
It was reported that an animal underwent an oophorectomy procedure on (B)(6) 2021 and suture was used. During the procedure, when tightening the knot, the suture broke without exerting excessive tension. This issue occurred twenty times during the procedure. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Event reported via: 2210968-2021-12213, 2210968-2021-12214, 2210968-2021-12215, 2210968-2021-12223, 2210968-2021-12225, 2210968-2021-12229, 2210968-2021-12226, 2210968-2021-12231, 2210968-2021-12232, 2210968-2021-12238, 2210968-2021-12239, 2210968-2021-12241, 2210968-2021-12242, 2210968-2021-12243, 2210968-2021-12249, 2210968-2021-12250, 2210968-2021-12246, 2210968-2021-12247 and 2210968-2021-12251.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/28/2022. (B)(4). No device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event reported via: 2210968-2021-12213, 2210968-2021-12214, 2210968-2021-12215, 2210968-2021-12217, 2210968-2021-12223, 2210968-2021-12225, 2210968-2021-12229, 2210968-2021-12226, 2210968-2021-12231, 2210968-2021-12232, 2210968-2021-12238, 2210968-2021-12239, 2210968-2021-12241, 2210968-2021-12242, 2210968-2021-12243, 2210968-2021-12249, 2210968-2021-12250, 2210968-2021-12246, 2210968-2021-12247 and 2210968-2021-12251.